Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer by the end user, per the end user, that first time use of one of the slings, they put the resident in the sling and it ripped down the seam. The resident was not injured and landed back on the bed. Complaint #: (B)(4) and ra #: (B)(4) were entered into our system to have the sling returned for investigation. As of this writing, the sling has not returned.